Event description:
The customer reported that a patient's sample was (B)(6) on the ortho provue analyzer and inconsistently (B)(6) in manual gel test using mts a/b/d monoclonal and reverse grouping card lot # 071808037-19 and mts a/b/d monoclonal grouping card lot # 061708053-03. The sample reacted (B)(6) at immediate spin in tube method. No erroneous results were reported. (B)(6) test results can lead to transfusion of incompatible blood.

Manufacturer narrative:
An ocd field engineer visited the site and checked all systems on the analyzer including the reagent and sample carousels, reader camera, handler and centrifuge were all functioning properly. No repairs were needed. Satisfactory results were obtained with retained gel cards at ocd using a known weak d sample. Based on the test results, the returned sample is likely a weak d antigen. (B)(4).